Event description:
According to the available information the device was explanted due to infection and extrusion of implant. It was noted the patient came in with an elevated white count and a draining right scrotal abscess. Patient has had a CT scan which shows that his penile prosthesis is associated with infection and there is extrusion on the left cylinder out the crus of the corpus cavernosum posteriorly. The patient was admitted for six days.

Manufacturer narrative:
D6a: implant date not known. Best estimate not provided as year not known. As no lot number was provided, a review of the device history record, complaint history database, non-conformances and capas could not be completed. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.